Manufacturer narrative:
Initial.

Event description:
It was reported that the user stopped ilet therapy after receiving a low insulin alert and chose to power down the device until they were comfortable performing a supply change, after which hyperglycemia occurred with a reported blood glucose of 198 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for treatment guidance and troubleshooting, with no report of alternative therapy use after shutdown. Investigation included troubleshooting and education with the user. Investigation of this case revealed user-initiated therapy interruption following a low insulin condition on the ilet pump, which is consistent with expected device behavior when insulin is low and therapy is stopped, leading to hyperglycemia due to absence of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user decision to discontinue therapy in the setting of a low insulin alert.